Manufacturer narrative:
(B)(4)

Event description:
A health care professional reported that the patient reported experiencing increased low back and buttock pain in (B)(6) 2017. A catheter access port (cap) dye study was performed on (B)(6)2017. During the study, resistance was observed when aspirating medication from the cap. A "bulbous formation," which may be scar tissue, was observed near the tip of the catheter, and it was observed that the contrast fluid was not being delivered to the intended area. The "bulbous formation" tissue can be cleared by aspirating and injecting fluid into the cap, but the physician was later unable to aspirate fluid from the cap. The physician made the decision to explant the pump and the device was explanted on 6/9/17. The pump was not returned.